Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had stopped working and was hospitalized on (B)(6) 2019. Customer¿s blood glucose level was unknown at the time of incident. Customer was treated with manual injection and insulin for high blood glucose level. Customer was assisted with troubleshooting for low blood glucose level. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer reported that they have contacted their healthcare professional regarding the low blood glucose level. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low blood glucose level. Customer stated that the insulin pump was not alleging over delivering. Customer stated that the drive support cap was normal. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information that provided with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was reported that the customer did not experienced hyperglycemia, customer experienced low blood glucose level and the customer did not used insulin pump within 48 hours of reported low blood glucose level.